Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the unexpected receiver shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the unexpected receiver shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot due to the receiver not turning on. The battery was replaced with a known good battery and the receiver still failed to turn on. Receiver log download and functional testing were unable to be performed due to the receiver not turning on. The receiver case was opened, the internal inspection failed due to a damaged u15 component. Confirmation of the allegation and a root cause could not be determined.